Event description:
It was reported that during a ptca procedure, the tip of the maverick2 monorail balloon came off. The maverick2 balloon was used for one inflation (unk atms), and was removed and being processed for a second inflation. During the rinse, the tip came off of the maverick2 monorail balloon. As this occurred outside of the patient, there was no consequence to the patient. The procedure was completed with another of the same devices, and the patient status was reported as 'okay'.